Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Visual analysis: device photograph(s) for the device related to the reported event of rupture was reviewed on july 05, 2023. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Medical staff reported rupture. This relates to the left side. Device has been explanted and replaced with non allergan device.

Event description:
Medical staff reported rupture. This relates to the left side. Device has been explanted and replaced with non allergan device

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing shell/ orientation dot assessed as inconclusive. Additional observations: crease is observed. No further actions are required since no issue in the manufacturing of the device is observed.